Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they were experiencing high blood glucose level was 498 mg/dl and it treated with injection after that blood glucose was 98 mg/dl. Customer stated that insulin pump was exposed to water and open book image was showing on screen. It was unknown if insulin pump was on auto mode. Insulin pump will be returned for analysis.